Event description:
Pt was implanted with an obtape transobturator sling. Subsequently, as reported by her atty, the pt experienced significant mental and physical pain and suffering. Also, had to undergo multiple surgeries and sustained permanent injury. No other info is available.